Event description:
Facility reported to (B)(4) service and repair: the battery reamer/drill is running sluggish and has little power. No additional information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 6-feb-2012. The source of the manufacture date is the release to warehouse date. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit is running slow and has low power was confirmed. The device was tested and the complaint was duplicated. It was noted that the (ecu) electronic control unit gets hot. Evidence indicates this is due to usage wear over time. Placeholder.